Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire field service went onsite, verified that the ventilator does not operate at all on battery. The fuse and internal battery were okay. Internal battery likely installed by 3rd party vendor. As a resolution, installed new vyaire battery allowed to charge for 15 minutes the ventilator runs on new battery. Allowed the battery to fully charge, performed battery performance verification while running compressor. Unit passed and working properly with 14,110 hours. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator had power loss and unit shutdown before the generator kicked in. As of this time there is no information about patient involvement associated with this reported event.